Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported loss of fluid column/leak could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the steerable guiding catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that prior to use in the anatomy, the steerable guiding catheter (sgc) failed to hold column, and if it were to reoccur during use, has the potential to cause or contribute to serious injury. It was reported that during device preparation of the steerable guiding catheter (sgc), it was observed that the column failed to hold. The system was checked and no leaks were noted. The device was not used in the anatomy, and was replaced. A new sgc was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.